Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a defective interconnect cable. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system had rebooted itself during a case then also locked up which required another reboot to restore function.